Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Device evaluation: the reported condition of an alarm when switched to bolus mode involving an infuso.r. Was confirmed and reproduced during device evaluation. The assignable cause was determined to be a damaged micro-processor unit (mpu) board. The mpu board was replaced to fix the reported condition.

Event description:
The baxter service technician reported an infusor device which alarmed when switched to bolus mode, interrupting delivery during device evaluation. There was no patient involvement. No additional information is available.